Event description:
The pt reportedly experienced swelling at the implant site resulting in sound quality issues and poor headpiece retention. External equipment was exchanged and programming changes were made. Testing revealed that the device is functioning within normal limits and that retention is maintained by pressing on the external equipment. The surgeon indicated that the pt's body is reacting to the implanted device and requested device revision. The pt's device was explanted. The surgeon reported that there was an infection around the permanent silk suture used at the initial surgery. The pt was reimplanted with another advanced bionics cochlear implant.